Event description:
It was reported that during a check up it could be noticed that one of the lock nuts from a screw came loose and was lying in the soft tissue/ musculature. Original construct from l3-l5 with fracture at l4. Closure top backed out of left-side l3.